Event description:
Tip of stryker drill bit broke off in patient's left femur during orif. Recon nail. Surgery close to being finished. Drill bit attempted to be removed by surgeon for 20 minutes. Trip of drill bit finally recovered from bone at 0123 after nail removed and incision made larger. Nail replaced in left femur.